Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional tests could not be completed due to the prime anomaly. The insulin pump had minor scratches on the display window, cracked battery tube threads, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a compromised force sensor system alarm. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.